Manufacturer narrative:
The biomedical engineer states that the respiratory therapist disconnected the o2 hose from the manifold prior to disconnecting the o2 source. No part was replaced due to no product malfunction.

Event description:
The customer reported that the respiratory therapist was struck in the arm with high o2 pressure hose when it was disconnected from the o2 manifold. The customer reported that the user was bruised in the arm.. No serious injury to the patient was reported.